Event description:
This MDR form summarizes complaints associated with the "traditional" (bsc complaint files, post marketing studies, litigation activities and engineering field reports) complaints for the protegen and vesica sling kit in which a serious injury was reported.